Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit out of range impedance and obvious first rib/clavicle fracture. This lead was capped and replaced with new lead of the same model. There were no reported adverse patient effects beyond the necessary surgical intervention.

Manufacturer narrative:
This rv lead is not expected for return to boston scientific. As new information would become available, this report will be further evaluated and updated.